Event description:
It was reported that when the device was removed from the packaging it initially had a signal, but then lost the signal and had no green lights. The device was not implanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.